Event description:
It was reported that the patient received inappropriate shocks and the device went to reset. During an upgrade procedure. After restoring procedure, device worked normal. Device is left implanted.

Manufacturer narrative:
No medwatch form was received.